Event description:
It was reported that (4) devices were used during a resection. It was reported by the affiliate that the tlc55 instruments do not fire after reload (no function). Another instrument was used to complete the case. There was no consequence to the pt.